Manufacturer narrative:
Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to completely broken off reservoir tube lip. Unit received with cracked battery tube threads and stained address/serial number label.

Event description:
The customer reported via phone call that the reservoir was not staying properly and it was chipped. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.